Event description:
Information received indicates when the brakes were engaged two of the caster would still swivel.

Manufacturer narrative:
The technician found the casters were worn. He replaced the two casters and the brakes functioned properly.